Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented to the emergency room after 4 days of red, dark stools. The patient's hemoglobin level dropped 1 g/dl over the last two days. The patient denied any other symptoms of bleeding. The patient was admitted to the hospital from the emergency room on (B)(6) 2019. A colonoscopy revealed two cecal angiodysplasias and diverticulosis. Both were treated with plasma coagulation and hemostasis was achieved. The patient was transfused with one unit of blood this admission. The event resolved without sequelae on (B)(6) 2019.